Event description:
Caller states, the pt tested 4.4 inr on coaguchek s system 1 and 3.1 inr, 2.7 inr and 2.8 inr on separate test systems during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.